Manufacturer narrative:
(B)(4). The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that when the patient presented in clinic after receiving an alert for low hv impedance, hv impedance was normal but was reproducible with lifting of device. During non-invasive program stimulation, induced vf was not terminated by device. The hv lead impedance was low. Device was explanted and replaced. Patient tolerated the procedure well and left the clinic in good condition.